Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: there was one cs 088 call service alarm followed by a pump reboot observed in the black box history. The returned battery cap secured to the pump and maintained electrical connection. The battery cap was unscrewed half a turn with no power loss occurring. The battery compartment was found to be cracked above and below the bumper pad with moisture corrosion observed inside. The returned battery cap measured outside the required specifications. The pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. A leak test was performed and a display lens and battery compartment leak was found. The pump case was removed and moisture corrosion was found on the support bracket and within the power circuit wiring. The keypad cover was observed to be peeling off below the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination or contact defects were found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.